Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they had their implantable neurostimulator (ins) replaced on (B)(6) 2016 after they were recharging it more often. The patient reported that they were charging 2-3 times per week. It was noted that the issue of charging more often started in (B)(6) 2016. The patient didnt know if their leads were also replaced during the surgery. It was also noted that the patients ins wouldnt have reached end of service (eos) battery status until (B)(6) 2017. No patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.